Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve beds are leaking. Associated malfunction for this device: rex roth valve not switching, pilot valve leaking, regulator leaking, cabinet filter missing.